Event description:
Rptr had bilateral breast implants implanted on 3/5/84. The implants became as hard as rock, pain got worse, her heart developed irregular heart beats, she couldn't sleep, fingers on rptr's right hand began to draw up, she gets severe cramps in her right hand and her hands get numb at night. The implants were removed on 11/16/93.